Manufacturer narrative:
It was reported that the tip of the medtronic set cath placement pressure line broke off into the patient. It is unknown how the medtronic set cath placement pressure line was being handled at the time of the incident or how the tip was removed from the patient. No impact or adverse effect to the patient was reported to the pack manufacturer. No additional information was provided to the pack manufacturer. No sample was available to be returned for evaluation. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the tip of the medtronic set cath placement pressure line broke off into the patient.